Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing during a sinus tachycardia event resulting in delivery of an inappropriate shock. The patient was taken to the hospital in an ambulance. T-wave oversensing was able to be reproduced in the hospital with exercise testing. The primary sensing vector was reprogrammed and no further oversensing was observed. No additional adverse patient effects were reported. This product remains implanted and in service.